Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Strips not available for return.

Event description:
Caller reported routine 2:00am blood glucose test results of 72 mg/dl on aviva system 1, 16 mg/dl on aviva system 2 within 10 minutes. The customer was experiencing low blood sugar symptoms. Customer's mother contacted the local hospital and was instructed to administer 50ml glucagon. After administering glucagon, the customer's mother called 911. When the emts arrived they tested the customer's blood sugar and the result was in the 70s mg/dl. The emts started IV fluids and administered zofran for nausea. Customer transported by ambulance to local hospital at 3:00am. While at the hospital, fluids were administered by IV. Customer attempted to consume juice but vomited. The hospital determined they were not able to adequately treat the customer and transferred her to (B)(6) hospital where she was admitted for 3 days. Strips are not available for return, replacement sent.